Event description:
It was reported that there was heat shrink damage near the insulation.

Manufacturer narrative:
The reported insulation damage could not be confirmed since the unit was not returned for evaluation. The investigation was documented and most probable root causes were defined according to information provided by the customer, risk management report and previous complaint history. If the unit is received afterwards, it will be investigated and this compliant report will be updated. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component: according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process: risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes, according to the following two manufacturing task instructions. Procedures state that the manufacturing associate must perform a visual inspection for any damage, broken, stained and or excessive amount of glue present in the ceramic, electrode, insulation and lumen of the serfas energy probes. Activation history could not be retrieved since the reported unit was not returned for evaluation. However, it was informed that the insulation was coming off the probe during surgery. In addition, during the past 12 months (november 2013 - october 2014), no previous similar cases have been reported for this condition and this part number. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse: caution notes are included in the user instructions of each unit (p/n 1000-400-783) to prevent the reported condition. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. In addition to the previously mentioned possible root causes for insulation damage, an increased temperature in the joint space caused by insufficient suction, can also lead to insulation damage. Poor suction, as per risk management document, can be related to the following: clogging caused by glue blocking the suction path. Lower electrode mass due to variation in electrode thickness or opening cut, inadequate hospital suction, leak, bad connection to hospital suction line, pinch clamp left closed, probe bender used to bend non-bendable probe. No clogging issues of the serfas energy probe¿s tip were reported or confirmed. None of the other possible contributors for poor suction can be ruled out. Feedback received by customer (via the sales rep) on the event indicated that the incident may be related to the time of use of the probe, which led to the rise in temperature. In addition the following information was provided: no error message was displayed. The probe was cutting and coagulating ok. The probe was used for quite a long period. The probe was not in contact with another device. Therefore, based on the information provided, the device history record review and non-conformance review related to the reported lot number, current manufacturing inspection process and controls, risk management report, and root cause analysis for previous similar complaints reported; a possible user related possible contributor cannot be ruled out. An increased temperature in the joint space caused by insufficient suction, can lead to the reported insulation damage. In sum, the reported insulation damage could not be confirmed since the unit was not returned for evaluation.

Event description:
It was reported that there was heat shrink damage near the insulation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.